Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital staff, (B)(6) reported customer's hospitalization due to high blood glucose. Customer's current blood glucose reading is 262 mg/dl. Blood glucose reading at the time of hospitalization was 510 mg/dl. Customer treated with insulin. Nothing further reported.